Event description:
On (B)(6) 2010, this pt underwent a procedure endovascular repair of an inflammatory thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. The final angiogram showed no endoleak and the procedure successfully ended. On (B)(6) 2011, 6 and 12-month (respective) f/u computed tomography (CT) scans indicated no abnormality. On (B)(6) 2011, a pseudoaneurysm was found at location of a proximal flare of the gore tag thoracic endoprosthesis. A cook zenith tx2 was implanted to repair the pseudoaneurysm. The pt tolerated the procedure. On (B)(6) 2012, another pseudoaneurysm was found at the distal end of the gore tag thoracic endoprosthesis. No re-intervention was performed, and the pt is being monitored. It was reported that the physician suspected the cause of the pseudoaneurysms to be an allergic reaction to sent. However, the root cause is unk.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. The root cause of the pseudoaneurysms is unk.